Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The incoming inspection of the device found an intermittent image when tested. The camera cable was found to be cut with suspected internal wiring damage. The camera cable was also observed to be kinked. The damaged cable was the cause of the intermittent image. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the image did not appear when using the 4k autoclavable camera head. Another similar device was used for the intended procedure. There was no procedure delay and no patient impact. There was no injury or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. It is possible that there was a partial cable disconnection due to the cable buckling or deteriorating from water entering the device from the cut on the cable cover. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.